Event description:
Reporting status: serious injury- surgical intervention/ permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: leak. It was reported that after deployment of the vision stent in the right coronary artery (rca) of an ami pt, a perforation was observed. In order to treat the perforation, three graftmaster stents were implanted; however, the perforation was not sealed and the pt went for bypass surgery. No additional event or pt information is available.